Event description:
Customer reported a blank display. She stated that the display does return after she inserts a new battery. Troubleshooting found there were tiny scratches on the insulin pump's screen. The customer stated the insulin pump was dropped. Customer's blood glucose was 120 mg/dl. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).